Manufacturer narrative:
E1: (B)(6) b3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited an image defect (no image) during inspection for use. There were no reports of patient involvement.